Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: I had another IV catheter provided to me today. An 18ga with the issue of not retracting. Lot # 4018500. I do have the needle itself saved.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint that the needle was not retracting could not be confirmed. One needle from an 18ga insyte autoguard device was provided for investigation. The needle was received fully retracted within the shield. The sample exhibited evidence of use. No damage or defects were observed that would have contributed to the reported event. It is possible for the catheter to cause needle retraction issues if there is catheter tip integrity or if tip adhesion was not broken or if the catheter was not advanced before button activation, but no catheter was provided to evaluate for this potential root cause. It is recommended prior to using bd products to review the instructions for use documentation provided. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.